Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system (sds) was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube shaft. The device was received in two sections as a result of a break in the midshaft. The break was located at 2.4cm proximal to the guidewire exit port. An examination of the break site noted that the shaft had been subjected to excessive tensile forces as there was clear evidence that the extrusion was stretched. Microscopic examination of the crimped stent via scope found no evidence of stent damage. Balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the break site identified that the extrusion was stretched at both sections of the break. The break was located at 2.4cm proximal to the guidewire exit port. Further analysis identified that the inner/wire lumen extrusion was bunched/accordioned. This damage was located approximately 8cm proximal from the tip section. A microscopic examination of the tip identified that the tip was bunched. Due to the damage in the inner/wire lumen it was not possible to load the device over a recommended 0.014inch size wire. E1 initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 38 x 2.50mm promus premier drug eluting stent was advanced for treatment. However, the guidewire could not be withdrawn from the stent. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 38 x 2.50mm promus premier drug eluting stent was advanced for treatment. However, the guidewire could not be withdrawn from the stent. The procedure was completed with another of same device. There were no patient complications reported.